Event description:
Customer stated that date and time was reset.

Manufacturer narrative:
Investigation found ec 45 in pump history which caused date and time to reset. New pump's software was installed. Ref recall number z-1870-2011.